Event description:
Caller reported potential false positive troponin (tni) result on the triage sob profiler from an ed pt. Edta whole blood sample was taken. Pt's initial condition going into the ed was general weakness. Other cardiac markers were ok. An EKG was performed. Recent qc (ran on (B)(4) 2012, just prior to testing) were ok. No invasive procedure performed. No additional pt info provided.

Manufacturer narrative:
Pt samples were returned with melted gel pack. Per complaint issue, sample was edta whole blood that had been at room temperature for 24 hours, then stored frozen. Product support tested returned pt's sample and 29 "normal" (apparently healthy) whole blood edta donors on retained sob lot w50019 for observations of tni recovery. Conclusion: discrepant high tni was observed with whole blood normal donor samples and returned pt samples. Five whole blood donor samples out of 30 were outside the range of less than -0.10 and greater than 0.10ng/ml. This does not pass manufacturing final release specifications. Product support could not rule out sample specific interferences. CAPA 12-001 was opened to address elevated tni at low end concentrations. As of (B)(4) 2012, there are 6 complaints for tni recovery on sob lot w50019.